Event description:
It was reported that the patient presented in clinic and the ventricular lead exhibited noise resulting in high ventricular rate episodes. The noise was not reproducible with pocket manipulation. No intervention or patient symptoms were reported. The patient would be monitored..

Manufacturer narrative:
(B)(4).